Event description:
It was reported that during a procedure, after the cartridge was fired normally using the powered handle, the knife returned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The device was replaced with a new powered stapler set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrectomy, after the cartridge was fired normally using the powered handle, the knife r eturned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The operating room staff noted that it was difficult to separate the reload from the adapter. The device was replaced witha new powered stapler set. No patient complications have been reported as a result of this event.